Event description:
Patient reported pain, "laminal fluid" diagnosed by ultrasound and concern for textured breast implant device on left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, anxiety product/procedure.

Event description:
Patient reported, pain, "laminal fluid". Diagnosed by ultrasound. And concern for textured breast implant device on left side. The device has been explanted and replaced.